Event description:
It was reported that a health professional was unable to drain any water in the foley catheter during the pretest. It took 12 hours to drain the water. Since it occurred during pretesting, no measures were taken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product but on a component in the tray. This report is being submitted as additional information. The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Received a 3 way temperature sensing catheter with cut portion of the inlet tubing and a straight tipped syringe. Visual inspection noted the balloon was partially inflated. Inflated the balloon with 10 ml of methylene blue solution using the returned syringe and the catheter was allowed to rest with no observed leaks. Attempted to deflate the balloon passively and only 5 ml of solution could be withdrawn. Using the in house syringe, balloon passively deflated in 1 min 7 sec. The reported event is confirmed against the returned syringe. Note: complaint against syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a health professional was unable to drain any water in the foley catheter during the pretest. It took 12 hours to drain the water. Since it occurred during pretesting, no measures were taken.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product but on a component in the tray. This report is being submitted as additional information. The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Received a 3 way temperature sensing catheter with cut portion of the inlet tubing and a straight tipped syringe. Visual inspection noted the balloon was partially inflated. Inflated the balloon with 10 ml of methylene blue solution using the returned syringe and the catheter was allowed to rest with no observed leaks. Attempted to deflate the balloon passively and only 5 ml of solution could be withdrawn. Using the in-house syringe, balloon passively deflated in 1 min 7 sec. The reported event is confirmed against the returned syringe. Note: complaint against syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a health professional was unable to drain any water in the foley catheter during the pretest. It took 12 hours to drain the water. Since it occurred during pretesting, no measures were taken.